Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was leaking from the cartridge septum. There was no impact to customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge onto the pump.